Event description:
It was reported that this health care professional (hcp) wanted a review of reports as the implantable cardioverter defibrillator (ICD) delivered a ventricular pacing on a t-wave. Technical services (ts) reviewed the reports and agreed with the hcp. It was noted that there was some crosstalk of the atrial signals on the ventricular channel that are being appropriately blanked. Ts noted that there was possible induction caused by the ventricular pace. Ts provided their analysis and advised the hcp to continue to monitor the patient. The device remains in use. No adverse patient effects were reported.